Event description:
During an unspecified procedure, the tip of the guide catheter wire broke during withdrawal. Ti was further reported that the tip of the wire was removed with a snare. Pt status is listed as "well."